Manufacturer narrative:
The complaint evaluation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review for architect free t4 reagent lot: 60068ud00. The ticket search determined that there is as expected complaint activity for the likely cause lot. A review of complaints determined that there are no trends for the product for the complaint issue. Return testing was not completed as returns were not available. Device history record review did not show any nonconformances, potential nonconformances or deviations associated with the likely cause list number and complaint issue. A review of labeling concluded that the issue is sufficiently addressed. A manufacturing documentation for the likely cause lot did not identify any issues associated with the complaint issue. Based on the investigation no product deficiency was identified for the architect free t4 reagent lot number 60068ud00.

Event description:
The customer observed falsely elevated architect free t4 (ft4) results on one patient. The result provided were: initial=5 ng/ml /repeated on architect isr60032=3.03 ng/ml and 4.06 ng/ml /on roche cobas=7 ng/ml there was no reported impact to patient management

Manufacturer narrative:
All available patient information was included. Additional patient details are not available. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed falsely elevated architect free t4 (ft4) results on one patient. The result provided were: initial=5 ng/ml /repeated on architect isr60032=3.03 ng/ml and 4.06 ng/ml /on roche cobas=7 ng/ml there was no reported impact to patient management.